Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the alaris pump was infusing a 23 hour bag of fluorouracil that was hung at 14:32. It did not finish until 15:47 the next day. The bag should have finished at approximately 13:30 that day. No identifying information is available regarding this pump." The customer reported that additional information requested is not available; there was no patient harm.